Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: (B)(6).

Event description:
The customer reports that a physician questioned one patient's results generated on an architect c16000 analyzer. The following results were initially generated and then retested in duplicate: total bilirubin: 1.3 mg/dl, 0.9/0.8 mg/dl. Co2: 23 mmol/l, 15/17 mmol/l. Creatinine: 4.11 mg/dl, 1.95/1.97 mg/dl. Alt: <6 u/l, 20/21 u/l. Bun: 32 mg/dl, 20/21 mg/dl. It was noted in the instrument log that the cuvette wash was interrupted and not restarted. The customer acknowledged. There is no impact to patient management reported.

Manufacturer narrative:
A review of the architect c16000 analyzer's ((B)(4)) service history did not identify any contributing factors on or around the date of the customer issue. There were no subsequent contacts from the customer. No trends have been identified in regards to the rate of erratic results generated by the architect c16000 analyzer. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. No returns from the customer site were available for this investigation. The architect systems operations manual contains information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, there is evidence to reasonably suggest a product malfunction occurred as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified. Since the issue was isolated to a single sample, an issue with sample integrity/handling cannot be ruled out.